Manufacturer narrative:
Though the device did not malfunction, because the sheath was damaged, a marker was dislodged and has to be removed from the patient, body vision medical ltd. Is submitting this report to the FDA in an abundance of caution. This is the first report of this nature.

Event description:
During a procedure, while using the lungvision tool sheath component it was noticed that a radiopaque marker, one of the sheath component was dislodged from the sheath into the right lower lobe of the patient's lungs.